Event description:
Screwdriver shaft broke during glenosphere tightening.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.